Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch (ams). The patient was asymptomatic. No intervention was performed. The patient was stable throughout.